Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va29p5d serial# implanted: 2021-(B)(6)explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction. It was reported that the patient had uncomfortable stimulation in the clitoris when the stimulation was on at 0.2. It was noted the patient needed higher amplitude limits for symptom relief. No factors were reported that may have led to this issue. The stimulation was turned off to see if the uncomfortable stimulation subsided and it was noted diagnostics/troubleshooting was scheduled for 2021-(B)(6). It was additionally noted that surgical intervention was planned for 2021-(B)(6). No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep). The rep reported that there is no plan for a surgical intervention. There was a patient appointment on january 28th to reprogram. The device was reprogrammed and the patient was happy with the new settings. They felt the stimulation in the rectum only. No other actions will occur as the patient is doing better. The physician is informed. Additional information was received from a manufacturer representative (rep). The rep reported that patient (pt) is feeling uncomfortable stimulation. Pt reports she feels stimulation in her cliterous and even at 0.1 volts it is too intense. Rep said they have tried different programs and it is too intense on all the programs. Technical services (ts) reviewed that the stimulation is too anterior. Ts recommended trying unipolar programming to see if they can move the sensation more posterior. Rep reports pt has felt anterior stim since the implant. The rep stated they planned to meet with the patient on (B)(6) to make adjustments. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the stimulation being too intense was the lead being too anterior. As tech support suggested, the rep made 4 custom programs and had the patient start on program b. The program had the case + and electrode 2-, this resolved the issue.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient (pt) is feeling uncomfortable stimulation. Pt reports she feels stimulation in her cliterous and even at 0.1 volts it is too intense. Rep said they have tried different programs and it is too intense on all the programs. Technical services (ts) reviewed that the stimulation is too anterior. Ts recommended trying unipolar programming to see if they can move the sensation more posterior. Rep reports pt has felt anterior stim since the implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the lead being too anterior was determined to be placement but no plan to revise at this time.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va29p5d serial# implanted: 2021-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction. It was reported that the patient had uncomfortable stimulation in the clitoris when the stimulation was on at 0.2. It was noted the patient needed higher amplitude limits for symptom relief. No factors were reported that may have led to this issue. The stimulation was turned off to see if the uncomfortable stimulation subsided and it was noted diagnostics/troubleshooting was scheduled for (B)(6) 2021. It was additionally noted that surgical intervention was planned for (B)(6) 2021. It was not reported what the surgical intervention was. No further complications were reported or anticipated.